Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative to small bowel resection, there was excessive bleeding from the patient's bottom and patient had to be transfused with 3 units of blood. The staff observed the patient closely and hospital time was extended by 36 hours due to longer recovery time.